Event description:
On (B)(6) 2026, during a deep brain stimulation procedure in (B)(6), the gl5 system was used for intraoperative macrostimulation. While stimulation was externally triggered via the sync unit digital input, the patient experienced sudden and atypical hemibody contractions involving the face and upper and lower extremities at displayed stimulation currents of approximately 0.1-1 ma. The stimulation triggering method in use was outside the device's labeled indications. Intermittent lf interface disconnections and temporary loss of stimulation were also reported. Use of the gl5 system was discontinued, and the procedure was completed using a backup system with the same electrode configuration, after which stimulation proceeded as expected without abnormal patient response. Following the procedure, the gl5 system could not be powered on and was reported as damaged. The device was returned for evaluation and repair, and a loaner unit was provided. The system was operating with software version 2.2.3. Log files are available for review. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
Fhc is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by fhc, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Fhc has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, fhc, or its employees that the device, fhc or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Fhc objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.